Event description:
The customer reported a full segment display on the insulin pump. The customer stated that nothing unusual happened prior to the display anomaly. The reported blood glucose reading 233 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assembly and motor.